Event description:
A 24mm diameter x 14mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 120mm. Iliac vessel morphology is unknown. The patient's history includes hypertension, pvc's, high cholesterol, arthritis, and smoking. It was reported that the aortic bifurcation was calcified. The stent graft was positioned and after deployment while pulling back on the runners they experienced "friction" in the sheath causing the stent graft to slip. The device was "buttressed" during the procedure. Two aortic extension cuffs were placed to achieve a secure seal. It was reported that this was a very difficult case; however, there was no alternative choice for the pt. The pt is reported to be fine post procedure and there were no additional adverse clinical sequelae reported related to this event. Further info is pending.